Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient's vision result didn't come out due to refractive error then replaced new diopter lens. Additional information was requested.

Manufacturer narrative:
Product evaluation: the lens was returned submerged in clear solution in a contact lens container. The lens was removed from the liquid and allowed to air dry prior to evaluation. Both haptics are broken in the gusset area (not returned). The optic is torn/cut into two portions, typical of an insertion and removal. These optic portions have additional split/cracked areas of damage. A lens bench evaluation could not be conducted due to the damaged condition of the returned sample. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause could not be determined for the reported complaint of "refractive error". The lens was torn/cut into two portions, typical of an insertion and removal. Additional haptic and optic damage was also observed. A power and resolution test could not be conducted with the sample due to the damaged condition. While we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).